Event description:
Customer reports that batteries did not last and received a bad battery message. Customer's blood glucose was 452 mg/dl. Customer also reports to have had a seizure and was hospitalized. Customer was not sure of reason for seizure, but thinks it may have been due to medication. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.